Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient is not progressing with the device as expected. There is no report of trauma.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode was found outside of cochlea, as confirmed by diagnostic imaging. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient is not progressing with the device as expected. There is no report of trauma. As per additional information received, a CT scan found the electrode array to be located in the middle ear. The patient was re-implanted on (B)(6)2017.